Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that after a refill, the patient experienced loss of conscious and was immediately administered narcan. The patient is currently stable and is doing better. It was also reported that the facility does not use a flowonix refill kit and does not use a template during refills. There were no pump errors at the time of inquiry.